Event description:
Additional follow up found the patient had their ipg pocket relocated on (B)(6) 2019 which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site due to the ipg being too close to the lowest rib. Surgical intervention may take place to resolve the issue.